Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed on (B)(6) 2006. During the procedure several fluid alarms were generated. The doctor continued the case was without acknowledging the warnings. The case was completed and the patient was released. The patient visited the emergency room the next day experiencing voiding pain. It was discovered that the patient suffered minor burns located on her perimetrium, inner thigh leading to her anus. The patient was treated with a fucidina compress and xyocain spray. Upon follow up visit the patient appears to healing well. No further information forthcoming.

Manufacturer narrative:
The device has not been received by this manufacturer for evaluation; therefore, a failure analysis is not available, and w are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. (B)(4).